Manufacturer narrative:
The product investigation was completed based on a received video of the complaint device. Device investigation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to the video provided by the customer, it is observed the valve dislodged on the outside of the hub; silicon ring is observed on its place. No other damage was observed. The potential cause of the valve issue cannot be established. A device history record was performed for the finished device lot number 60000852 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a vizigo sheath and there was 20 ml of blood leakage from the hemostatic valve of the outer sheath when the inner sheath was removed. After checking, it was found that the white gasket in the hemostatic valve of sheath had detached. The brim cap itself was not detached or damaged. No air entered the patient's body. Another sheath was used to complete the procedure. No patient consequences were reported.